Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose, carbohydrate intake and insulin history. At 20:08 the pod was deactivated and gave a manual injection of insulin (amount was not provided). Upon inspection she noticed the cannula looks a little kinked. She stated she was not sure if the kink happened during pod wear or after removal. She was able to activate a new pod. Time: 20:43, bg (mmol/l): 19.7, (mg/dl): 355, bolus (u): 3.55.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.